Event description:
The customer called and reported experiencing high blood glucose that was unspecified on the customer's meter, which just read high. The customer treated with injection. The customer further reported receiving a compromised force sensor system alarm. The drive support cap was found to be sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. The insulin pump passed displacement test. The insulin pump has minor scratches on lcd window, cracked case at the display window corners and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.